Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient has made a revision and a plastic damage was found on triathlon insert. As per received op report: ¿reason for right knee revision was instability. Operational description: up 2011, well-functioning, active until christmas, it suddenly broke into the knee by rotating motion. Instability feeling.¿

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon cs insert was reported. The event was confirmed through inspection of returned device. Method & results: device evaluation and results: mar of the returned device indicated that the insert was observed to have explantation damage and material loss. The tibial insert was observed to have burnishing, scratching, third body indentations, and delamination. These are common damage modes of uhmwpe. The yellow discoloration observed is consistent with the absorption of synovial fluid by the insert. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Clinician review: the available medical records were provided to a clinician consultant for review which stated that limited patient demographics and no past medical history or clinical history are available. There is no confirmation or description of instability noted as a cause for the revision surgery. There is no evidence that factors associated with implant manufacturing or materials were responsible for this clinical situation. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that the patients right knee was revised due to instability. Plastic damage was observed on the insert. Review of the returned device by a material analysis engineer noted that insert was observed to have explantation damages and material loss. Also, insert was observed to have burnishing, scratching third body indentations and delamination which are common damage mode of uhmwpe. All the available medical records were provided to clinician which were deemed insufficient to confirm instability as a cause for the revision. The exact cause of the event could not be determined. Further information such as: x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient has made a revision and a plastic damage was found on triathlon insert. As per received op report: ¿reason for right knee revision was instability. Operational description: up 2011, well-functioning, active until christmas, it suddenly broke into the knee by rotating motion. Instability feeling.¿